Event description:
Nd: yag laser in use by surgeon for 15 minutes. He requested that the laser be put into standby mode and placed the fiber pencil in the pencil holder and laid it on the draped pt. The laser unit failed to go into standby mode because the activator button on the fiber pencil remained depressed and the unit remained activated. Because the unit remained on, the pencil holder was burned as well as the drape on the pt.